Manufacturer narrative:
Batch review performed on 29 december 2021. Lot 2000453: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-feb-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting instability due to laxity. At 1 year after the primary surgery, the surgeon revised the 12mm poly to a 17mm poly and the surgery was completed successfully.